Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result when testing one patient for glucose with accu-chek inform ii meter serial number (B)(4). On (B)(6) 2017 at 5:35 p.m., the patient was given 5 units of insulin based on a sliding scale. The type of insulin and sliding scale used are not known. On (B)(6) 2017, the patient was tested using the meter and the result at 7:27 a.m. Was 178 mg/dl. On (B)(6) 2017, the patient was tested using the meter and the result at 11:43 a.m. Was 573 mg/dl. The patient was tested a second time at 11:43 a.m. And the result from the meter was 237 mg/dl. No treatment was provided to the patient based on either of these 2 results. On (B)(6) 2017, a sample from the patient collected at 12:14 p.m. Was tested using the laboratory method and the result was 267 mg/dl. On (B)(6) 2017 at 12:21 p.m., the patient was tested using the meter and the result was 276 mg/dl. The patient was tested a second time at 12:21 p.m. And the result from the meter was 221 mg/dl. No treatment was provided to the patient based on either of these 3 values. The type of sample collected for meter testing could not be provided. It was also not known if any samples tested on the meter were from the same fingerstick. All testing on the meter was performed using the same vial of test strips. No treatment was provided to the patient. The patient was feeling okay during all testing. The patient is currently feeling okay. The patient was not adversely affected. It was not known how often the patient's metformin medication is administered or how much is administered. There was no indication from the patient chart that they were given metformin during the event. Valid, passing controls were run on the meter within 24 hours of the event. The time frame between any medications taken and the event was 18 hours, 8 minutes. The customer's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Three vials of the customer's test strips were returned for investigation where they were tested with a retention meter, retention battery, and retention controls. Results: control ranges: level 1: 30 - 60 mg/dl, level 2: 261 - 353 mg/dl. Vial 1: level 1: 43 mg/dl and 44 mg/dl, level 2: 293 mg/dl and 293 mg/dl. Vial 2: level 1: 41 mg/dl, 41 mg/dl, and 41 mg/dl, level 2: 284 mg/dl, 283 mg/dl, and 288 mg/dl. Vial 3: level 1: 43 mg/dl, 42 mg/dl, and 42 mg/dl, level 2: 292 mg/dl, 289 mg/dl, and 287 mg/dl. All results from the returned material are within acceptable ranges. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
Medications taken by the patient were tested with accu-chek inform ii strips and none of the drugs interfere with the accuracy of the test results. The patient's condition is not known to cause any discrepancy in glucose results.